Event description:
Chg [chlorhexidine gluconate] applicators in IV kits (lot number 220289) are yellow/discolored but not expired. Rn [redacted] discovered and removed all IV kits with this lot number to prevent accidental use on patients.